Event description:
While the first assistant was taking vein with the device, it was noticed that the tip had fallen off. The first assist was able to locate the tip and remove it from the patient's leg. There was no harm to the patient. Another device was opened to the field and the broken device was removed.